Event description:
It was reported that the insulin pump was cracked but had not been dropped or bumped. The crack was on the screen and the drive support cap did not appear to be damaged. The blood glucose reading was 110 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.